Event description:
(B)(4) advised that his provider gave him a work order for this chair showing that on (B)(6) 2013 the user reported not being able to drive his chair and the power seating functions not working. (B)(6) was advised that on (B)(4) 2013 the provider went out to evaluate the chair and found that everything was working except the recline feature. Provider states that the recline cable was unplugged, so he plugged it back in and taped it.